Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use in an interventional coronary procedure, it was reported that the sealant of the mynxgrip began to swell outside the tissue tract. The tech deflated balloon and withdrew the mynx immediately and converted to manual pressure for thirty minutes. Unfortunately the patient was hospitalized for a night due to a hematoma. The mynxgrip was prepped and deployed in normal fashion. Upon ¿tamping¿ down the sealant with the compression tube, the sealant began to swell outside the tissue tract. It was visibly deployed outside the body. A retrograde approach was used. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the right common femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd prepped according to the instruction for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein before the procedure. There was no visible damage in the distal end of the sheath after removal. The device is available for analysis. No other information was provided.

Manufacturer narrative:
Additional information was received and the manufacturing and expiration date was received.

Manufacturer narrative:
During use in an interventional coronary procedure, it was reported that the sealant of the mynxgrip vascular closure device (vcd) began to swell outside the tissue tract. The tech deflated the balloon and withdrew the mynxgrip immediately and converted to manual pressure for thirty minutes. Unfortunately, the patient was hospitalized for a night due to a hematoma. The mynxgrip was prepped and deployed in normal fashion. Upon ¿tamping¿ down the sealant with the compression tube, the sealant began to swell outside the tissue tract. It was visibly deployed outside the body. A retrograde approach was used. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the right common femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd prepped according to the instruction for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein before the procedure. There was no visible damage in the distal end of the sheath after removal. No other information was provided. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device. The procedural sheath was on the catheter, fully retracted. The advancer tube was observed on the catheter, covering the balloon proximal tip and properly engaged to the distal tamp lock as received. The whole sealant was observed covering the balloon¿s proximal neck, soaked in blood. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. A functional analysis was performed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged distal tamp lock, per the mynxgrip instructions for use (IFU). Visual inspection at high magnification showed that the sealant was returned in whole. No damages were observed on the advancer tube¿s distal tip. A device history record (DHR) review of lot f1804503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was confirmed through analysis of the returned device. However, the root cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, the reported failure may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use, which is not intended as a mitigation, detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body upon ¿tamping¿ down during the procedure. The device performed as intended per the IFU. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.